Manufacturer narrative:
Evaluation summary one accuview graph was returned to medtronic for evaluation. Physical product was not returned for investigation. According to the accuview graph, the study duration was 74:20 hours long instead of the expected 96:00 hours. The ph tracing was at normal values, ranging from 2.9ph to 7.0ph throughout the study. However, the ph tracing was missing when the patient was in supine mode. Ph tracing missing can occur if the recorder malfunctioned or if the recorder was placed more than two meters from the patient¿s body. After reviewing all of the investigation parameters, it was concluded that there was a bravo system communication failure/recorder failure.

Event description:
According to the reporter, after an esophageal procedure, the account reviewed the bravo study data. The study had gaps in it, showing that the recorder ignored throughout the study. There was no harm to the patient or user due to the alleged device malfunction. A repeat procedure was necessary due to the alleged device malfunction. No known adverse events were reported.